Manufacturer narrative:
Date of event: unknown. PMA / 510(k) #: there is no 510(k) given for this device. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd p100 blood collection system for plasma protein preservation had stopper creep into the tube. No report of injury or medical intervention. No report of blood exposure to mucous membrane.